Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. The reported event of stylet was unable to be inserted could not be confirmed. The stylet insertion test was unable to be performed due to the condition as received. Electrical testing and x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies except for procedural damages. The helix was observed to be in the retracted position and clogged with blood. After cutting and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length measured within required performance specification.

Event description:
It was reported that an x-ray revealed the right atrial (ra) lead was dislodged from the implant position. A repositioning attempt was performed, however, the stylet was unable to be inserted into the ra lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.